Event description:
Rptr wants to know why device was recalled by mfg and food and drug administration. Rptr contracted actinomycosis, (fungi) which can only be caught from cattle, hogs, and sheep; or unsterile instruments. "I lost my eye." Rptr would like to know the particulars on this machine recall.